Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked. Therefore, the device couldn't enter the sheath and manual compression for 20 minutes was used for hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted during prep. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: product evaluation shows the sealant was exposed on the catheter.

Manufacturer narrative:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked. Therefore, the device couldn't enter the sheath and manual compression for 20 minutes was used for hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted during prep. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. No excess force was applied during insertion. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing the following conditions: both button 1 and button 2 were not depressed; the syringe was attached to the device; the catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper size and locked on to the sheath catch; the stopcock was set in the opened position; the atraumatic tip did not present any damages or anomalies; and the sealant remained in its manufactured position swollen by blood. The sealant was also exposed due to an outward kinked condition noted to the sealant sleeves. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured, and result was verified within specification. However, the slit length on the outer sleeve was not verified due to the severe outward kinked condition noted of the sealant sleeve assembly. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image and it was observed that the sealant sleeve assembly presented an outward kinked condition exposing the sealant. The sealant remained in its manufactured position, swollen/saturated in blood. No other outstanding details were noticed. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions noted; however, an outward kinked condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excessive force was not applied during insertion), access site vessel characteristics (vessel was reported to have moderate tortuosity), and/or the condition of the sheath (although it was reported that the csi did not have any kinks after removal, which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.